Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that while in use, there was skin tearing. No other information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On may 1, 2018, it was reported that while in use, there was skin tearing. The customer returned a skin graft mesher device, serial number (B)(4) for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review skin graft mesher serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) review skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on june 15, 2018 revealed that the calibration and test mesh could not be taken due to the bent comb. The device had visible damage to the side plates, roller, and gear. The 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 15, 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during product review it was noted that the 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. However, it was also noted that the test mesh could not be taken due to the bent comb. The root cause of the reported event cannot be specifically determined with the information provided since during product review it was noted that the 1.5:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. However, it was also noted that the test mesh could not be taken due to the bent comb which could have potentially caused the skin to tear during use. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.